Manufacturer narrative:
Results of investigation: it was reported that the femur guide did not fit at all to the patient anatomy. Additionally, the tibia 3d model seems to be bigger compared to the real bone structure. The associated legion visionaire adaptive kit, used for treatment, was not returned for evaluation. Therefore a product analysis could not be performed. However, an engineering evaluation by our visionaire team was conducted and noted that after evaluation, it was determined that errors were made during the segmentation. On the tibia, a large section was over-segmented which caused the tibia model to appear larger than the actual anatomy. On the femur, portions of the anterior distal were under-segmented missing some cartilage. These errors were in the block fit area and would have affected bone fit. A relationship between the device and the reported incident is corroborated. A review of the manufacturing records for the listed batch did not reveal any deviation from the standard manufacturing processes. There were no indications to suggest that the product did not meet manufacturing specification. However, the investigation found that segmentation error has been identified as the root cause of this event. Consequently, a corrective action has been implemented to mitigate future recurrence of similar events. At this time we feel these actions will prevent recurrence of this failure. No prior complaints for this part as this is a patient specific device. No further investigation is warranted for this complaint; however we will continue to monitor for future complaints and investigate as necessary. We consider this investigation closed.

Event description:
It was reported that the femur guide did not fit at all to the patient anatomy. Additionally, the tibia 3d model seems to be bigger compared to the real bone structure. There was a delay between 30 minutes and 1 hour. No patient injuries reported. It is unknown if a backup device was available.